Event description:
Contracture and pain, status post subcutaneous mastectomies and bilateral submuscular implants. Removal of implants, open capsulotomy, bilateral tram flap reconstruction of breast. Release of scar contracture of right axilla with z plasty.